Event description:
This customer contact reported device breakage; subsequently, a leak of a chemotherapeutic agent was noted. The tubing set was being used to deliver an unspecified chemotherapeutic agent. After an unspecified length of time in use, the customer contact reported "snapped clave at cassette site" and an unspecified amount of the chemotherapeutic agent leaked. The solution that leaked was cleaned up according to the user facility's protocol. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.